Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid did not flow through a small volume folfusor during infusion. The device contained 5-fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between december 14-19, 2023. H11: the actual device was received for evaluation containing 117ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The folfusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.